Event description:
Nellcor puritan bennett received a call from a rep of facility on 05/19/1999. Facility called to report the following problem: constant single tone alarm with no volume delivered. Occurs while on ac or dc power. Found during bench testing.